Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was broken. A visual and functional assessment was performed on the device which found that the unit failed the tool coupling check (would not lock gauge) and the free moving check (won't turn when using tool). During repair, it was observed that there was excessive corrosion inside the internal sub-assemblies (improper cleaning). It was further determined that the ball bearings were worn and the lock sleeve was hard to turn (normal wear). It was determined that the issues were consistent with normal wear and improper cleaning. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary spinal surgery on a dog, it was observed that the burr attachment device was broken. It was further reported that the device hesitated before running. It was reported that a small round ball, the size of a pen tip, came "shooting" out of the device and it stopped working. It was reported that the ball was not found. It was not reported if there was a delay to the surgical procedure. A spare device was available to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.